Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold and wear abrasion. Leak test was performed, and found an opening on the device. A microscopic analysis was performed which identified, a striated opening in the posterior side and sharp opening in the anterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the anterior side assessed, as surgical damage. A sharp opening on anterior side assessed, as to an unidentified (tear) opening".

Event description:
Healthcare professional reported, "deflation" against left device. Device explanted.